Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed bicarbonate buffer test. The sensor passed per specification due to accurate readings. Unable to confirm the needle complaint due to needle not being returned. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a sensor glucose level of 59 mg/dl and a blood glucose level of 106 mg/dl. During a follow up call, the customer reported that she had been experiencing large differences between sensor glucose and blood glucose levels. Blood glucose level at the time of this incident was 209 mg/dl. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.